Event description:
The pt reported on (B)(6) 2013 at 9:57 am she activated a new pod. At 10:04 am her blood glucose was reading 122 mg/dl and she gave a bolus of 0.05 units of insulin. Four minutes later she checked her bg again it measured 138 mg/dl. Later that day her bg was reading 40 mg/dl and she decided to go to the emergency room where she was given glucose tablets to help raise her bg levels. She did not keep the pod.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.